Event description:
It was reported that a motor stall occurred due to magnetic resonance imaging (MRI) exposure. The patient has a 30 minute brain MRI at approximately 10 am. When the managing hospital department learned of the MRI, the nurse went to the patient's home that evening at 7 pm to confirm there was a motor stall recovery. The first interrogation revealed that there had not been a recovery. A subsequent interrogation at 7:30 pm did show a recovery as the logs were checked. The logs indicated that the pump had stalled on (B)(6) 2015 at 10:09 and a recovery occurred at (B)(6) 2015 at 19:37. The nurse had thought this was longer than a usual recovery. It was reported as "unknown or n/a" if the issue was resolved and reportedly the cause was undetermined. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered compounded baclofen. Additional information was requested to confirm the patient was receiving effective therapy. Should additional information be received a supplemental report will be filed.

Event description:
It was further confirmed that the patient was receiving effective therapy post the MRI. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).